Event description:
Three pts had black staining from the mouth to the esophagus after tee procedures. They were using hp sonos probes. Each pt had a laryngoscopy to determine the extent of the staining or damage which was an additional procedure. Imcomplete rinsing of the disinfectant can cause staining. No permanent injury was observed.